Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device displayed a service wrench. The customer advised physio that the device had logged an event code in the device's memory which is related to a potential issue of the device to recognize connection to a patient. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.